Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when testing the cautery function on the vaso view hemopro, it was not functioning. The cautery cord was changed out and the device would still not function. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history there are no similar complaints reported against this batch. (B)(4).